Event description:
The homecare provider returned the c550 for repair of the vacuum. During svc and repair, svc technician noted that the vent valve was broken at the cap. If the unit were to be filled, liquid oxygen could possibly leak out the top of the unit during or after fill from the vent valve. No injury occurred.